Manufacturer narrative:
Complaint conclusion: when a 0.035¿ 180cm jindo guidewire was delivered to the lesion during a percutaneous transluminal angioplasty, the distal tip was noted to be frayed. The procedure was successfully completed with another jindo guidewire with no reported patient injury. The event involved a male patient with a target lesion that was described as un-calcified and moderately tortuous. Attempts to obtain more information regarding this event have been unsuccessful. The device was not returned for analysis. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The flexible, delicate nature of the floppy guidewire tip configuration requires due care in handling and use, as directed in the device instructions for use (IFU). Distal tip damage has been reported in procedures involving guidewire entrapment, total occlusions, highly tortuous vasculature and small side branches. The IFU warns to never push, auger, withdraw, or torque a guidewire that meets resistance. Users are instructed to use fluoroscopy to determine the cause of resistance and during any remedial actions. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation. It can also cause direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, users are warned to not allow the tip to remain in a prolapsed position in order to prevent damage to the guidewire tip. If any resistance is felt (due to vessel spasm, bent guidewire or guidewire entrapment) while manipulating or removing the guidewire; the IFU warns the user to stop the procedure. The user is instructed to not move or torque the device at this point and to first determine the cause of the resistance (with the use of fluoroscopy) before proceeding or taking any remedial actions. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Based on the information available for review, there are vessel characteristics (tortuosity) that may have contributed to the event reported. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
It was reported that when the 0.035 str jindo guidewire was delivered to the lesion, it was noted that the distal tip was frayed. Therefore, it was exchanged for a new jindo guidewire to successfully complete the procedure. There was no report of patient injury. The procedure was a pta (percutaneous transluminal angioplasty). The target lesion was unknown and the lesion had no calcification and moderate tortuosity, with an unknown percentage of stenosis. The product was clinically used. The product will not. Be returned for analysis.

Manufacturer narrative:
(B)(6). (B)(4). The device will not be returned for analysis. Additional information will be submitted within 30 days of receipt.